Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that a tube broke during centrifugation. The sample required recollection, but no further patient impact or consequence was reported.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that a tube broke during centrifugation. The sample required recollection, but no further patient impact or consequence was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 06-feb-2025. Investigation summary bd received 166 samples for investigation. Out of these, 30 samples were visually inspected for cracks or damages, and all passed the inspection. Also, 10 customer samples underwent testing for brittleness, and all passed. Additionally, retained samples of 10 were tested for brittleness, and 1 sample failed. A review of the device history record indicated a quality notification was raised for this issue. However, all lots passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: broken leaking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.